Event description:
The customer reported to olympus that during reprocessing of this camera head, the cord was becoming "gummy and breaking down." The customer was no longer able to process it. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The subject device was underwent a visual inspection and functional tests to assess the device status. The customer allegation was confirmed due to kinks and cut on cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The reported risk/harm is addressed in the instructions for use (IFU): "should any irregularity be observed, do not use the instrument. Contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.